Event description:
Two implants broke at the hex upon insertion and were not retrieved. Surgeon used a different lot to complete the procedure. No pt injury was reported. Alledged devices not returned, only unopened device from same lot.